Manufacturer narrative:
Complained product will not be not available.

Event description:
Top of the handle fell on my foot, injured my foot [limb injury]. Injured my foot, got infected [localised infection]. Brush head came off of handle-oral-b/oral care refills [device breakage]. Case narrative: consumer stated via e-mail that 8 years ago, consumer bought electric toothbrush and brush head came off of handle. The top of the handle fell on consumer's foot and got injured and it also got infected. The consumer had to go to the hospital. No serious injury reported.